Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that he started feeling sick on (B)(6) 2018 and experienced vomiting on (B)(6) 2018. On (B)(6) 2018, the patient removed the sensor and found an infection where the sensor had been inserted, approximately 3 inches to the right of the navel. There was a large green lump, with a 2-3 mm diameter hole where the sensor wire had been inserted. The hole was black and red and oozing a clear liquid. Patient ruptured and drained the bump and then cleaned the area with alcohol and iodine. After developing a 104-degree fever and aspirating vomit on (B)(6) 2018, patient decided to go into the emergency room the next day. The patient visited the emergency room on (B)(6) 2018 and the doctor cut open the abscess and the patient received chest x-rays. The patient was diagnosed with an acute upper respiratory infection from aspirating vomit, due to the infection from the skin reaction. The doctor prescribed a topical ointment, mupirocin, to treat cellulitis, and amoxicillin for the acute respiratory infection and fever. At the time of contact, it was indicated that the patient had a fever of 100 degrees and was recovering at home. On (B)(4) 2018 additional follow up was performed for a medical review. Clarification was received that patient also initially cleaned the affected area with hydrogen peroxide and took amoxicillin from a prior prescription before going to the emergency room on (B)(6) 2018. At the time of contact, it was indicated that the patient was still undergoing treatment for cellulitis and an upper respiratory infection. No additional event or patient information is available.